Event description:
Event occurred in the united states of america. Customer calling to report a precision issue with one patient sample patient came in 7/13 and 3 edta lavender top tubes were drawn at the same time. No patient information was provided.

Manufacturer narrative:
Investigation conclusion: the customer's complaint of imprecise results with tni was not replicated with in-house retain testing of triage cardiac lot t15603rn with an in-house calibrator. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.